Event description:
It was reported IV pitocin was programmed at a rate of 2ml/hr, and increased to 16ml/hr over four (4) hours. Upon assessment of the patient it was noted the IV tubing was never connected to the patient but had a green cap at the distal end of the tubing. Only a small amount of fluid was dripping though cap, no large amount of fluid noticed in the floor. The clinician stated the pump did not alarm for any occlusion in the tubing caused by the green cap. There was patient involvement however no harm. It was further reported after preliminary review of the infusion report by the customer: "infusion was started on (B)(6) at 09:38 at 2 munit/min and was uptitrated up to 16 munit/min at 14:38. At 14:40, the dose was decreased back down to 2 munit/min. Interestingly, no alerts fired between 09:38 and 14:40. At 02:56, however, there was a patient side occlusion alarm and later between 16:02 and 16:15, there were bolus air in line, patient side occlusion, and flow blocked alarms." During an on-site visit the customer provided additional information to a bd clinical practice consultant (cpc) & technical practice consultant (tpc) team. Clinical staff indicated the event occurred in the labor & delivery unit. Green cap that was previously reported attached to the IV tubing tip was a 3m¿ curos tips¿ disinfecting cap for male luers ref (B)(4). Primary IV set that would be used is a bd alaris pump infusion set ref (B)(4). Pitocin infusions are always attached to the y-site on the distal port of the lactated ringers infusion (usually the rate is 125ml/hour, but it could be at a different rate). Always start the infusion at 2 milliunits and titrate every 30 minutes and can titrate up to 30 milliunits but at 20 milliunits they would call a safety huddle. Configurations on data set in the adult profile confirmed by cpc. Pressure dynamic display ¿ enabled. Pressure mode ¿ pump. Clinical engineering. No additional information was provided for the reported complaint. Clinical engineering reported that their version of alaris system maintenance is not compatible with their 9.33 firmware and they are having to replace a significant amount of pressure sensors. The analog pressure test is performed to check pressure sensor voltages.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, unique device identifier (UDI)#, medical device serial #, device manufacture date. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module did not alarm for any occlusion was not confirmed from the log analysis or replicated during laboratory testing. The suspect pump module was set for a functional test infusion programmed for a rate of 500 ml/hr and a volume to be infused (vtbi) of 1000 ml. The test was completed without any alarm or anomalies being noted. An analog pressure sensor task was performed utilizing alaris system maintenance; voltages from patient side and bottle side sensors were under the specified range of operation when applying zero force but performing within specification when applying full force. A preventive maintenance task was performed on the suspect pump module and the results show the suspect pump module failing the rate accuracy test. Patient side occlusion test showed the device occluding with a pressure of 7.85 pounds per square inch (psi). Rate calibration test was performed, and the suspect pump module was calibrated to the new vpmr of 167.9 l. A preventive maintenance task was performed on the suspect pump module after rate calibration and the results show the suspect pump module passing all tests. Patient side occlusion test showed the device occluding with a pressure of 10.25 (psi). Rate accuracy test showed the device infusing under the new vpmr with an actual error of (B)(4). On (B)(6) 2025 at 9:37 am the suspect pump module alarmed for safety clamp open (administration set inserted) and a remote IV was received. A continuous infusion was started for with a rate of 2 ml/hr, volume to be infused (vtbi) of 500 ml and a dose of 2 milliunit/minute for a drug with ID (B)(6) (suspected to be pitocin). At 9:46 am the unit was channeled off and the infusion was paused. A primary volume infused (pvi) of 0.23 ml was recorded. At 10:18 am the infusion was restarted. Between 10:51 am and 2:38 pm the rate and dose were increased seven (7) times in increments of 2 ml/hr and 2 milliunit/minute until 16 ml/hr and 16 milliunit/minute. At 11:45 am the system alarmed for battery discharged and the infusion was paused for four (4) minutes until it was restarted at 11:49 am. A pvi of 5.654 ml was recorded. A pvi of 33.665 ml was recorded. At 2:39 pm the rate and dose were reprogrammed to 2 ml/hr and 2 milliunit/minute. A pvi of 33.765 ml was recorded. At 2:56 pm the suspect pump module alarmed for occlusion on patient side. A pvi of 34.293 ml was recorded. Between 3:07 pm and 3:10 pm the infusion was restarted, and the rate and dose were increased to 4 ml/hr and 4 milliunit/minute. A pvi of 34.398 ml was recorded. At 3:43 pm the rate and dose were increased to 6 ml/hr and 6 milliunit/minute. A pvi of 36.561 ml was recorded. At 4:00 pm the unit was channeled off and was removed at 4:12 pm. A pvi of 38.345 ml was recorded. Root cause: the root cause for the reported failure to alarm was not definitively determined or replicated during laboratory testing. The returned device was fully evaluated, laboratory testing performance demonstrated the device alarming for occlusion as intended. Note that this report lists imdrf annex a1801, g02017, c0601, d01, a0404, g04037, c07, d15, a0709, g0301204, c16, d0301, g0301201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported IV pitocin was programmed at a rate of 2ml/hr, and increased to 16ml/hr over four (4) hours. Upon assessment of the patient it was noted the IV tubing was never connected to the patient but had a green cap at the distal end of the tubing. Only a small amount of fluid was dripping though cap, no large amount of fluid noticed in the floor. The clinician stated the pump did not alarm for any occlusion in the tubing caused by the green cap. There was patient involvement however no harm. It was further reported after preliminary review of the infusion report by the customer: "infusion was started on 2/26 at 09:38 at 2 munit/min and was uptitrated up to 16 munit/min at 14:38. At 14:40, the dose was decreased back down to 2 munit/min. Interestingly, no alerts fired between 09:38 and 14:40. At 02:56, however, there was a patient side occlusion alarm and later between 16:02 and 16:15, there were bolus air in line, patient side occlusion, and flow blocked alarms."

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.